Event description:
It was reported the pt experienced a shocking or jolting sensation. The pt stated, she had abrupt sporadic shocks from device starting in 2009, that did not seem related to positional changes. The shocks became more frequent but less intense. The pt also indicated she would get sick if the device was turned on and off too often. X-rays did not show anything. The pt had the entire system replaced five months later, and reported therapy was going well.